Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed the distal end insulation inspection failed, the light guide lens cracked, the grip was deformed, the air/water cylinder had no color, the suction cylinder had no color, due to burn on the c-cover insulation resistance value at the distal end did not meet the standard value, due to wear of the angle wire the bending angle in the up/down/left/right direction did not meet the standard value, and the universal cord coating was peeling. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had angulation issue. Upon inspection of the customer¿s returned device it was observed, the plastic distal end cover (c-cover) and the bending section cover (a-rubber) adhesive had foreign material. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient cleaning. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif-h185 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.